Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not cut, known if the device stapled. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the ats45 device was returned with the firing mechanism damaged and with no reload present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.